Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged that the time and date were both incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.